Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Specific number of suture detached during this procedure? No further information is available. Lot number: the lot number is unknown.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the surgery, suture was detached from the needle. It was not a control release needle. There were no adverse consequences to the patient.